Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). A 5076 implantable pacing lead, (B)(6) 2001.

Event description:
It was reported that the right ventricular (rv) lead impedance had risen from 380 ohms to 741 ohms. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead alerted for high and undefined superior vena cava (svc) impedance. Approximately two days later a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) and varying impedance. Approximately four days later the lead impedances were found to be within normal limits but the physician decided that the lead will be scheduled for extraction.